Manufacturer narrative:
The root cause for the reported issue of an over-infusion of vasopressin was not determined. The reported issue that there was an over-infusion of vasopressin could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿a 100ml bag of vasopressin was hung at 1504. The total volume of vasopressin that should have been given was ~13ml in 1. 5 hours but the entire 100ml bag was given by a presumed pump malfunction. The module, vasopressin bag and tubing were saved. Confirmed in epic emr that pump was scanned and pump library used. FDA safety report ID# (B)(4)". There was patient involvement but no harm caused.